Event description:
Customer called to report the pump did not have an audible tone. Troubleshooting was performed. Insulin did not exit. Customer denied the pump was dropped, bumped, or exposed to moisture.